Event description:
It was reported that there was an insertion retention anchor issue. It was noted there the leads were repositioned. Symptoms included less than 50% therapy relief.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot# unknown, explanted: (B)(6) 2013, product type accessory; product ID 3 778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).